Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm on the insulin pump. The device was received with cracked case on the lcd display window corners, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 48 mg/dl. Customer treated their low blood glucose with food and juice. Troubleshooting for keypad anomaly was performed. Customer advised the device may have been exposed to rain while they ran from their car to their apartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.